Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A photograph has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no blood could be drawn from the patient¿s port prior to infusion; the catheter was flushed with saline without resistance. The next day the nurse was still not able to get blood return. It was reported that the catheter had migrated into the patient¿s heart and the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the ibc (international business coordinator) on 10/23/2018 and the associated fields were updated. The investigation summary below was unchanged. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A photograph has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that no blood could be drawn from the patient¿s port prior to infusion; the catheter was flushed with saline without resistance. The needle was removed and a new vein was accessed. The next day the nurse was still not able to get blood return. It was reported that the catheter had fractured at the catheter lock and the catheter had migrated into the patient¿s heart and the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter segment was returned for evaluation and one electronic photo of the same catheter segment was provided for review. The proximal segment of the catheter and associated port body were not returned for evaluation and were not pictured in the photo. A complete circumferential break was noted to the proximal end of the catheter segment and can be seen in the photo provided. Under magnification, it was noted that the break surface was mostly smooth with some jagged edges. The returned segment was patent to infusion and aspiration. Based on the findings of the evaluation and photo review, the investigation is confirmed for the reported catheter break. While the catheter has been confirmed for a break, the definitive root cause could not be determined based upon available information and with only a portion of the device returned. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that no blood could be drawn from the patient¿s port prior to infusion; the catheter was flushed with saline without resistance. The needle was removed and a new vein was accessed. The next day the nurse was still not able to get blood return. It was reported that the catheter had fractured at the catheter lock and the catheter had migrated into the patient¿s heart and the catheter was removed. There was no reported patient injury.